Manufacturer narrative:
At this time, the device remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had noise that was oversensed with pacing inhibition (no asystole), and the right atrial (ra) lead had pacing impedance values that were less than 200 ohms. The rv lead was surgically capped and replaced, and the device remains in-service. The ra lead remains active, however due to the impedance issue and patient condition of atrial fibrillation the lead was programmed to vvir. No additional adverse patient effects were reported.